Manufacturer narrative:
The sensor was investigated, and customer complaint was confirmed via in-vivo data review. The absence of communication of the sensor during the explant qc test coupled with the in-vivo data confirm that the sensor has a broken asic. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On july 18th 2020,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.